Event description:
Customer rec'd "0" result on some parameters with cobas 6000 system. Assays with very low sample volume requirements were effected, particularly glucose. No info provided to determine if results were used to guide therapy. The investigational unit was unable to determine a specific cause for the zero values, however, it was noted the user was using tubes not specified for use on the instrument, as well as a problem with the water supply line and inadequate cleaning of the pipettor probes. Maintenance was performed and user trained on appropriate tube usage.